Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is retained; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that (B)(6) 2018 a flexiva 365 laser fiber was used during a cysto ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber broke and sparked while it was being used to break the stone. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.